Event description:
It was reported during central processing and cleaning, the instrument tips were damaged. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega¿ suturecut¿ needle instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.116" x 0.228" was found to be broken off. The broken piece was not returned with the instrument. The root cause of broken instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the mega¿ suturecut¿ needle (part# 471309-15 / lot-sequence# k11220104-0069) associated with this event has been performed. Per this review of the logs, the mega¿ suturecut¿ needle was last used on (B)(6) 2022 during a hiatal hernia ¿ paraesophageal on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.